Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during a bolus delivery. It was also reported that the customer received an occlusion alarm during a bolus delivery. Customer reported a blood glucose (bg) level of 194 (mg/dl). A bolus was delivered after pump supplies were changed to address bg levels. Due to supplies being changed, troubleshooting to determine the source of occlusion was unable to be performed. It was indicated that insulin injections were available for diabetes management.

Manufacturer narrative:
No failure associated with the occlusion alarm was identified.